Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective ise cables. The fse replaced the ise cables to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
Customer questioned low ion selective electrode (ise) patient results due to low anion gaps on their au680 ise clinical chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.